Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to get the medication but unable to finish out the issue process. A technical support specialist informed that the review of system logs showed the customer initiated the issue process for bin 04-10 and left the station on the countback screen for around 10 minutes, the next button was selected shortly before the scheduled auto-reboot warning would have appeared. Keystroke logs confirm neither continue nor exit was selected. Logs indicate the system began the restart process by logging out user, however, no logs confirm user interaction to interrupt the reboot. Another user then logged in while the system was likely disconnected from structured query language (sql), resulting in the xx/yy/zz error during transaction completion. Historical logs show the cabinet rebooted normally before and after this event, indicating the issue stemmed from the station remaining on the countback screen. The countback timeout issue had been fixed and will be included in a future release. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was on a page she had never seen before. She was able to obtain the medication; however, the system did not continue to finish the issue process. The screen displayed zone xx, location yy, bin zz for the location of olanzapine odt 5 mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.